Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/01/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological surgery on (B)(6) 2017 and the suture was used. During the procedure, when suturing a perineal tear, the needle broke and the fragment was searched without success. A scanner showed the needle fragment into the soft parts of the perineum. The patient will be seen by the gynecologist for ablation of the fragment in an operating room. Additional information will be requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what was the name of the procedure? Suture of a perineal tear. What size of needle fragment was retained in the soft parts of the perineum of the patient? The remaining fragment is about 2,7 cm. What was the condition of the perineal tissue layer? Perineum flexible and hemorrhagic. What is the date for the ablation of the fragment scheduled? Next appointment on (B)(6)2017 but no date scheduled for ablation. Can you identify the lot number of the vr2287 vicryl rapide suture used? No. What is the current condition of the patient? Fine.

Manufacturer narrative:
The actual device was returned for evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.